Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. Customer's blood glucose was 208 mg/dl. Tandem technical support assisted customer with correcting time.